Manufacturer narrative:
An event regarding altr and wear/metallosis involving a metal head was reported. The event was confirmed via review of the provided medical records by a clinical consultant. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the primary operative report describes an uneventful pressfit tha. The revision operative report section for indications for procedure states that the patient had a primary tha 4 years earlier and had been painful ever since that procedure. A pre-operative x-ray demonstrated lucency about the cup. The hip in question was infiltrated with marcaine and the patient experienced immediate relief indicative a mechanical issue. Upon entering. The hip the surgeon encountered hypertrophic synovial tissue and tissue he felt was early pseudotumor. Upon removal of the 40mm femoral head the trunnion of the stem was coated in "black material. Following removal of the liner and extractor was attached to the cup and it was easily removed. Upon inspection of the ingrowth surface of the cup no bony ingrowth was identified only a layer of fibrous tissue. The revision operative report confirms that the surgeon did find what he described as early pseudotumor, trunnionosis, black stained tissue and adverse local tissue reaction. There was no bony ingrowth on the cup, only fibrous tissue. The root cause for these mechanicals complications cannot be established from this limited information provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pseudotumor/altr, trunnionosis, and shell loosening. A review of the provided medical information by a clinical consultant indicated: "the primary operative report describes an uneventful pressfit tha. The revision operative report section for indications for procedure states that the patient had a primary tha 4 years earlier and had been painful ever since that procedure. A pre-operative x-ray demonstrated lucency about the cup. The hip in question was infiltrated with marcaine and the patient experienced immediate relief indicative a mechanical issue. Upon entering. The hip the surgeon encountered hypertrophic synovial tissue and tissue he felt was early pseudotumor. Upon removal of the 40mm femoral head the trunnion of the stem was coated in "black material. Following removal of the liner and extractor was attached to the cup and it was easily removed. Upon inspection of the ingrowth surface of the cup no bony ingrowth was identified only a layer of fibrous tissue. The revision operative report confirms that the surgeon did find what he described as early pseudotumor, trunnionosis, black stained tissue and adverse local tissue reaction. There was no bony ingrowth on the cup, only fibrous tissue. The root cause for these mechanicals complications cannot be established from this limited information provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6), 2016 the patient underwent surgery of the right hip and was implanted a stryker total hip system. It is further alleged that on or about (B)(6), 2021 the patient complained of a stabbing and radiating pain in his right hip, stiffness, weakness, limited range of motion and mobility and worsening pain with activity. The patient was revised on or about (B)(6), 2021 and allegedly the surgeon intraoperatively noted " pseudotumor, trunnionosis, black stained tissue and adverse local tissue reaction" and "cup was broken loose with minimal effort" and there was no bony ingrowth. The shell, liner and femoral head were removed and replaced.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2016 the patient underwent surgery of the right hip and was implanted a stryker total hip system. It is further alleged that on or about (B)(6) 2021 the patient complained of a stabbing and radiating pain in his right hip, stiffness, weakness, limited range of motion and mobility and worsening pain with activity. The patient was revised on or about (B)(6) 2021 and allegedly the surgeon intraoperatively noted " pseudotumor, trunnionosis, black stained tissue and adverse local tissue reaction" and "cup was broken loose with minimal effort" and there was no bony ingrowth. The shell, liner and femoral head were removed and replaced.